Event description:
The event occurred on an unspecified date in august 2024 involving a plum 360¿ infuser compatible with ICU medical mednet¿ software where a medical engineer reported that the device had infused at a different rate to what the nurse programmed. It was for a blood transfusion that went through in 1 hour instead of 2.5, and they think the other was a magnesium infusion, again, went through too quickly but they don't have any pump setting information etc. Anymore. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
The alarm log was checked on screen, logs were downloaded and send for review. Time period: (B)(6) 2024, no major alarms in log. The following was noted in the ¿as found condition¿: device is in general good condition. The device passed inspection and all performance verification test (pvt) without any issues. The device was functional as per specification. The complaint cannot be confirmed, since no problem was found. Comments: the log/log analysis was received on 28-jan-2025 and was attached to the service request# 3212096. Conclusion ¿ engineering. Engineering evaluates that the pump performed correctly according to the actual keypresses used in the programming. As the confirmed keypresses differ from the customer reported programming, this appears to be a case of user error (possibly due to user entering the vtbi in the rate field). Apart from this, the infusions programmed was working as expected and did not overdeliver.